Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage and connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz5302 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxzero extension set had connection issues. The following information was received by the initial reporter with the following: it was reported by the customer that new IV placed and labs drawn with IV start. When the syringe was removed from the maxzero there was a drop of blood at the end of the connection that had to be wiped off prior to re-accessing. A few minutes after leaving the room the family called out and told me that the maxzero had come disconnected. There was blood that had dripped onto the floor.